Manufacturer narrative:
It was reported that a communication failure occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the cause of the issue was a know design defect. UDI# : (B)(4).

Event description:
During a scheduled preventive maintenance on 03-april-2019, the field service engineer was completing the applicative test. After pinning the phantom head and completing a contactless registration, the robot was driven to trajectories 1 through 5. After selecting trajectory 6, the arm was moving to the intermediate position when the arm stopped and a communication failure screen popped up. The arm was not in an overextended position and none of the cords were being pulled. The system walked through shutting down and then restarted without any issue. Trajectories 6-9 were completed and the applicative test passed without any other issues. This was during a preventative maintenance, so there was no patient involvement.